Event description:
Additional information reported that following a new pump and catheter replacement the patient initially had no pain; however, 2 weeks after replacement she went to get the staples removed from the catheter site and 'things changed afterwards'. Reporter noted that two of the staples were 'far apart'. After the appointment the patient was in her car, reached to buckle herself, and the catheter site 'opened up and fluid started leaking out all over' so she went back into the office and was sent to the hospital to surgery to clean out the site. The patient was told that the surgeon 'cleaned the site out real good'; however, following the cleaning the patient had 'no pain coverage at all'. It was also reported that the patient had fentanyl in the pump but was switched to sufenta which caused a nerve in her leg to be 'hypersensitive'. The patient was told that the protocol was to lower the medications two times and then perform imaging. The patient stated that instead the dosage was 'decreased 305 once'. Two weeks later the medication was replaced with saline and the patient was given oral medication. The patient stated that she did not want to take the oral medication and that is why she got the pump. The patient had asked for updates and imaging several times but was only told that they will check with the physician. The patient saw her health care provider (hcp) on (B)(6) 2012 but still had no idea if or when a diagnostic imaging would be done. She had been waiting 5 months and stated that she could 'never talk directly to her doctor'. The patient inquired on if the pump could be turned off. The medications used were fentanyl (old) , sufenta (old) and saline (current).

Event description:
It was reported that the patient's surgical wound had dehisced at the lumbar site. A surgical repair was done (B)(6) 2012. The patient outcome was noted as resolved without sequelae (B)(6) 201. The pump was used to deliver fentanyl and bupivicaine.

Manufacturer narrative:
Catheter: model # 8709sc, lot # n280879010, implanted on: (B)(6) 2012, explanted on: unknown.; (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).